Manufacturer narrative:
Additional information (05/16/2017): a siemens customer service engineer (cse) and a siemens region service center specialist were dispatched to the customer's site. The cse performed 150 runs for bottom of cuvette reagent 1 probe, resulting within range. The cse performed quality control (qc), resulting within range. The cse performed 180 runs of precision, resulting within range. The cause of the discordant hemoglobin a1c results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided. The customer's quality control (qc) was out of range at the time of the event. The ccc performed troubleshooting with the customer. The customer cleaned all probes and drains. The customer auto-aligned reagent probe 1, reagent probe 2, sample probe 1 and integrated multisensor technology probes. The customer primed probe pumps, homes all modules and reset the instrument. The customer performed a precision study using five replicates from two samples. Cup one resulting within range but cup two was out of range. The customer performed service method testing but halted due to a cuvette loader error ("motor in motion mismatch"). The customer resumed service method testing, resulting out of range. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed the bottom of cuvette correction (bocc) and alignment tests on reagent probe 1 and sample probe 1, resulting within range. The customer performed a precision run, resulting out of range. The cse noted the customer is performing the precision tests with a tube instead of a cup, which is the preferred method. The cse ran all service methods except cwleak, resulting within range. The cse performed alignment test on reagent probes 1 and 2 and sample mixer 1. The cse made a correction to reagent probe 1 and sample mixer 1. The instrument still showed a imprecision issue. The cse made further adjustments to reagent probe1 and sample mixer 1. The instrument continued to show precision issues. The cse performed alignment and configured offset. The cse ran mix and omix for server 1, resulting out of range. The cse replaced reagent 2 mixer, performed alignment, and mix omix, resulting out of range. The cse replaced reagent 2 mixer and performed precision, resulting within specification and range. Follow-up showed the issue continued. The cse replaced reagent 2 mixer and ran service tests, resulting out of range. A siemens region service center (rsc) was dispatched to the event. The rsc reran reagent probe 2 overmix test, resulting within range. A review of the customer's qc, showed that hemoglobin a1c is out of range. Cse performed reagent 1 overmix with new reagent lot, resulting in range, but still shows precision issues. The cse replaced reagent 1 horizontal motor and plate. The cse replaced reagent 2 probe arm and pump. The cse performed visual alignment of reagent probe 2 to cuvette and left right alignment, resulting within specification. The cse checked all drain vacuums, resulting within range. The cse replaced reagent probe 2 and auto-aligned probe, resulting in specification. The cse performed a quickcheck, resulting within range. The cse ran multiple precision studies from qc, showing continued precision issues. The cse replaced reagent 2 arm assembly and auto-aligned arm. The cse ran mix, alignment and overmix, resulting in range. The cse replaced the integrated multisensor technology (imt) mixer and ran auto-alignment, resulting within specification. The cse performed service methods, resulting in range. The instrument continues to show precision issues. Siemens is investigating the event.

Event description:
Discordant hemoglobin a1c results were obtained on a patient sample on a dimension vista 500 instrument. The initial result was released to the physician(s), which was questioned. The customer repeated the same sample on the same dimension vista instrument, resulting lower. The customer repeated the same sample on an alternate dimension vista instrument, resulting lower. The customer tested a new (redrawn) sample, on the original dimension vista instrument, resulting lower. The customer repeated the new sample on the alternate dimension vista instrument, resulting lower. The customer stated they issued a corrected report with another result. It is unknown which instrument and which sample the reported result was tested on. There are no known reports of patient intervention or adverse health consequences due to the discordant hemoglobin a1c results.